Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint states that the patient reported pus, redness, and pain at the lead exit site during a bandage change. A photo was provided showing severe redness (erythema) and areas of raised skin (bumps) that appear to have formed a rash surrounding one of the lead exit sites, approximating the shape of the non-adhesive portion of the bandage that would have been placed on top of it. The photo additionally shows a darker area of discoloration surrounding the lead exit site, which may be attributed to the hardened surgical glue which the patient's physician reportedly liberally applied. The patient went to urgent care for examination of the issue, where a nurse reportedly suspected that the issue was the result of an infection. Note that there was no report of a culture to test for infection. The patient was reportedly prescribed antibiotics at the time of the urgent care visit for treatment of the issue. Due to the proximity of the suspectied infection to hardware from previous arthroplasties, this event is considered a serious inury as an infection in this location had the potential to require hardware removal. In the photo of the lead exit site there is a break in the pattern of redness near the cable of the microlead connector, which suggests that the bandage may not have been adhered well there. Therefore, although the patient reportedly did not believe that there was water under the bandage, it is possible than an inadequate seal against the skin allowed water to leak beneath the bandage. Given this pattern of irritation, and reports that a few different people performed bandage changes for the patient (i.e., her nurse, her daughter, and her granddaughter), it is possible that improper maintenance of the bandage may have caused or exacerbated the issue reported in this complaint. It is also possible that skin irritation from adhesive system components (e.g., the bandage) may have caused or exacerbated the issue reported in this complaint, however this possibility is less likely given that the issue was only reported to occur at one of the patient's two lead exit sites. The issue reportedly resolved with no lasting effects, per follow-up with a representative in contact with the patient.

Event description:
The patient reported pus, redness, and pain at the lead exit site during a bandage change. A photo was provided showing severe redness (erythema) and areas of raised skin (bumps) that appear to have formed a rash surrounding one of the lead exit sites, approximating the shape of the non-adhesive portion of the bandage that would have been placed on top of it. The photo additionally shows a darker area of discoloration surrounding the lead exit site, which may be attributed to the hardened surgical glue which the patient's physician reportedly liberally applied. The patient went to urgent care for examination of the issue, where a nurse reportedly suspected that the issue was the result of an infection. Note that there was no report of a culture to test for infection. The patient was reportedly prescribed antibiotics at the time of the urgent care visit for treatment of the issue.